Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there were spitting clips and the device was not properly forming clips, scissoring. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.